Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 600cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered a left breast that has been getting softer and softer, decreasing in size bilaterally and looks different. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
FDA correction/ removal reporting no. (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).